Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 27-may-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4).

Event description:
It was reported the device broke and was retained inside of the patient's gastro-intestinal (gi) tract. The patient was taken to the gi lab for retrieval of the broken device segments that was inside the stomach. There was no reported injury. Additional information received 08-may-2020 stated the placement was actually nasojejunal. The incident was uncovered during a morning x-ray exam. The device was placed on (B)(6) 2020 and removed on (B)(6) 2020. The patient was taken to endoscopy for removal of both pieces. The device was placed to initiate tube feeds on (B)(6) 2020. The feeds were held, and the patient was npo (nothing by mouth) from (B)(6) 2020 until feeds were resumed again on (B)(6) 2020. On (B)(6) 2020 an x-ray noted the device separation. There were no oral (po) or crushed medications administered. The patient only received similac pro adv 24 cal. There was no documented history of the device clogging. The patient received daily chest x-rays and the last date the nasojejunal tube (njt) was visible on x-ray was (B)(6) 2020. At that time the x-ray tube showed "good position, no breakage." There was no change documented in placement at the nostril.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided and confirmed the reported incident. A root cause was not identified. All information reasonably known as of 07-jul-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.